Event description:
A ventilator was returned to the manufacturer for service.  There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a malfunction of the keypad was observed. The device's front panel was replaced to address the issue.